Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient's vendor reported that on (B)(6) 2010, the patient experienced elevated blood glucose of 240 mg/dl to hi on his blood glucose monitor despite bolusing through the infusion device and he felt nauseous and was vomiting. The patient stated his kidneys were painful and he called his physician. He was taken by ambulance to the hospital and his blood glucose measured 694 mg/dl. On (B)(6) 2010, the patient's blood glucose measured 276 mg/dl. He was released from the hospital on (B)(6) 2010. No further information is available. The infusion device was requested to be returned for evaluation.